Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a2, b7, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent epigastric and umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the skin and subcutaneous tissue incised and patient found to have the inferior part of the mesh not holding. It was reported that the patient experienced extreme pain, soreness and a large scar. No additional information is provided.